Event description:
It was reported that patient underwent an elbow arthroplasty procedure on (B)(6), 2008. Subsequently, patient's surgeon has asked to revise the custom segmental ulna due to bone resorption. No revision procedure has been performed to date.

Manufacturer narrative:
(B)(4).current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number six states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity".

Manufacturer narrative:
Additional information received indicated a revision procedure was performed. Product was subsequently returned to biomet for evaluation. Evaluation of the returned component did not reveal any additional information as to the cause of revision. Results of the evaluation are inconclusive.

Event description:
It was reported that patient underwent an elbow arthroplasty procedure on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to bone resorption. The ulna segment was removed and replaced.